Event description:
Pt underwent lengthening of extensor hallucis longus tendon and fusion of metatarsophalangeal joint of the left great toe during 6/97. Procedure was performed for correction of cockup deformity of the left foot and hallux varus. Approx. Two weeks prior to presentation, the pt reported she had began to develop redness through the great toe, which was painful with weight bearing. Drainage from the wound was present. The pt was admitted to the hospital for removal of the hardware of the left great toe with incision and drainage of the wound. Intraoperatively, it was found that the plate was broken. The screws were removed along with the plate. One of the screws had been backing out and caused an open wound. An irrigation and debridement of the toe was carried out. Cultures were positive for staph aureus.